Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the yaw pulley had thermal damage at the distal end and the conductor wire was dislodged from the yaw pulley. Arcing likely happened due to the conductor wire breaking from the electrode post inside the yaw pulley. Residual silicone potting was still present at the port of entry but it is unclear if the integrity of the seal was compromised prior to arcing or after. The ultem from yaw pulley was removed to the core of the electrode post to observe if the conductor wire was welded or not. Residual copper is a sign that the conductor wire was welded at the post, but it is still unclear if the damage happened due to side-loading fatigue or tensile stress. The housing was removed and it was found the service loop was restricted due to the heat shrink tube getting caught in the chassis, potentially stressing the conductor wire in tension at the yaw pulley until failure. The conductor wire cap also presents thermal damage. Scratch marks and indentations were found on the yaw pulley and mechanical indentations on the distal clevis. This issue occurred during the last life of the instrument. A review of the system logs indicated that the instrument was used during 2 subsequent procedures after the reported event on (B)(6) 2015. This complaint is being reported due to evidence of arcing found during isi failure analysis investigations. Although there was no allegation that a patient injury occurred during this reported event, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, when the permanent cautery hook instrument was energized, smoke was coming from the instruments wrist and between the wires. The instrument was removed and during inspection the wires were found burned and melted. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer provided a still picture of the instrument being used intraoperatively; however, intuitive surgical inc. (Isi) failure analysis was unable evaluate the photo due to the quality of the photo.